Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression. Concurrent conditions included body mass index normal, anxiety and asthma. Concomitant products included venlafaxine since (B)(6) 2017. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("vaginal bleeding"), rash ("rash"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and weight decreased ("weight loss"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery ((B)(6) 2016 (hysterectomy with bilateral salpingectomy)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, rash, cystitis, urinary tract infection, female sexual dysfunction, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: most,if not all symptoms decreased. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Ultrasound scan vagina - in (B)(6) 2012: total bilateral occlusion pregnancy test is negative concerning the injuries reported in this case, the following one were reported via social media pelvic pain. Most recent follow-up information incorporated above includes: on 16-apr-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Updated suspect drug indication. Concomitant disease, concomitant drug, lab data were added. Events vaginal bleeding, menorrhagia, rash, bladder infection, urinary tract infection, apareunia, migraines, headaches, nausea, nickel allergy, dysmenorrhea, dyspareunia, fatigue and weight loss added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), menorrhagia ("menorrhagia"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and genital haemorrhage ("heavy abnormal bleeding") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Pregnancy test is negative. Concurrent conditions included body mass index normal, anxiety and asthma. Concomitant products included () and venlafaxine since (B)(6) 2017. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("vaginal bleeding"), rash ("allergic or hypersensitivity reaction type :-rash"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and fatigue ("fatigue") and was found to have weight decreased ("weight loss") and weight increased ("weight gain / loss specify which one:- weight gain"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (B)(6) 2016 (hysterectomy with bilateral salpingectomy) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysfunctional uterine bleeding, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, rash, cystitis, urinary tract infection, female sexual dysfunction, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight decreased and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, cystitis, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: most,if not all symptoms decreased. Current weight 115 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Ultrasound scan vagina - in april 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one were reported via social media pelvic pain. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs received new event weight gain and dysfunctional uterine bleeding were added. Concomitant drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coil). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.